Event description:
Pt reports feeling burning sensation, loss of range of motion, and tightness in chest area ever since having breast implants. Implants were explanted on (B)(6) 2019 when it was discovered they had ruptured. Her dr said the implants had been ruptured for sometime now due to the color of the implants after explantation.

Event description:
Add'l info received on 11/05/2019 for report #mw5090841, to correct reporter's first name and provide images, model number, and serial. Good morning, f/u report: mw5090841. When I spoke with dr (B)(6) office on (B)(6) 2019 he is the dr who did the procedure. I was told that if I wasn't having any problems, dont worry there is a higher risk to remove them than to keep them, and there is only a 1% chance you would get the bia-alcl. The staff at his office was instructed to say that from the allergan rep.